Event description:
It was reported the powermax elite mdu hand control was getting hot and an error message occurred. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating and motor stall error was confirmed. Cause of overheating and errors is a corroded motor/gearbox. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.